Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: according to information provided there was no negative consequences for the patient. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. Corrective action: a CAPA is not necessary.

Event description:
Country of complaint: (B)(6). During surgery, clips fell into the abdomen. This is the same problem as the previous complaint (same customer) as (B)(4). The same problem occurs with both appliers. During a surgery the clips applier was used together with the clips. Several clips fell into the abdomen. The clips were removed from the abdomen with a forcep. The surgery changed the clip magazine. Then the magazine got loose and also fell into the abdomen. After that the clip applier was changed to a new one. The clips were put into place and everything worked fine after that and the surgeon could continue the surgery. All med watch submissions related to this report are: 9610612-2017-00517, 9610612-2017-00518, 9610612-2017-00519, 9610612-2017-00520.